Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
The patient reported the aligners have been tight on the gums. Recently got redness, bleeding, sore on the gums. The gums started receding on the left front tooth, showing signs of damage, and stopped wearing the aligners.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.